Manufacturer narrative:
UDI= (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that burr became stuck in the lesion. The target lesion was located in left anterior descending artery. A 1.75mm rotalink plus was selected for use. During procedure, it was noted that the burr became stuck in the lesion. Removal of the device was tried but it was unsuccessful. Patient was sent to surgery. Surgery was successful in removing the burr. No patient complications were reported and the patient's condition was fine. 13 days post procedure that patient died. The cause of death was reported as sepsis.